Manufacturer narrative:
Quality department (pms) has received a complaint regarding a device from establishment labs, additional information provided in the "details" section. General conclusion: -a relationship between the alleged event and the device involved: yes -event analysis: device rupture according to the available clinical evidence at the moment of the investigation of this case, the alleged event implant was confirmed. However, it is not possible to identify the root cause of the event due to the explanted device was not available. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Dfu review: -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture ¿ breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel-filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. Additionally, the usfda recommends magnetic resonance imaging (MRI) surveillance with the first MRI performed three years postoperatively and subsequent mris performed every two years after that. These recommendations may vary from country to country, so please provide the patient with additional guidance based on your country's current care standards. Establishment labs does not recommend closed capsulotomy for treating capsular contracture because it can cause implant rupture. Some symptoms may appear, such as lumps surrounding the implant or in the axilla, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. These symptoms are not specific to rupture and may also be experienced by patients who have capsular contracture. Some cases have been reported suggesting that silicone-implant leakage should be considered in the differential diagnosis of eosinophilia. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) -trend review: establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
1. Overview. The quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion. Device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was a not confirmed. 3. Clinical confirmation. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis: dehiscence is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of dehiscence is recognized as multifactorial, with potential contributing elements including postoperative patient-specific biological responses, and surgical technique. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to a defect in the device or its production. 4. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: surgical wound dehiscence ¿ surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in the skin with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, involve the incision's full length, and affect one or more tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: dehiscence: wound dehiscence and exposure of silicone breast implants usually leads to infection and extrusion. According to the literature, implant extrusion rates are not higher than 2% (1) and removal of the implant is recommended. (2) improper surgical technique, drainage through the incision or wound infection may leave a weakness resulting in wound dehiscence. (3) 1 cholnoky t. Augmentation mammaplasty. Survey of complications in 10,941 patients by 265 surgeons. Plast reconstr surg 1970;45:573¿578. 2 lucian fodor;yitzchak ramon;yehuda ullmann;liron eldor;isaac peled. 2003. Fate of exposed breast implants in augmentation mammoplasty. Annals of plastic surgery. 50(5):447-449, may 2003. Doi: 10.1097/01.sap.0000044251.40733.2b . 3 c. Iwuagwu and j. D. Frame*. Silicone breast implants: complications. (B)(6) hospital, and *north east thames regional centre for plastic surgery and burns ((B)(6) hospital) billericay, UK. 4 baker jl jr. Augmentation mammaplasty. In: peck gc, baket em, et al, eds. Complications and problems in aesthetic plastic surgery. New york: gower medical publishing; 1992:9¿13. 5. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable. 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
Please note that the last follow-up submission referenced a rupture, but upon further review, the correct reportable event is dehiscence.

Manufacturer narrative:
Assessment: in order to confirm the condition reported, the following information were requested: clinical history and operative information before and after the complication, (surgeon's clinical report indicating the evolution of the patient after surgery, as well as the evolution of the complication). Photographs of the patient (frontal and lateral), showing the appearance of the breast before the surgery and after, once the complication happened, before the explantation procedure. Radiological images: can be computed tomography, ultrasound, high-resolution ultrasound, or magnetic resonance imaging, and also include the technical report confirming the diagnosis. Laboratory tests before the primary surgery and after the diagnosis. Specialist diagnosis if available once the information in provided, the clinical department will perform an assessment and define further actions.

Event description:
Literature case - in the literature review "immediate implant-based breast reconstruction using tigr® matrix surgical mesh: clinical outcomes from our first 100 procedures", 2 patients experienced wound dehiscence after reconstruction procedures using motiva round implants. It is unknown how the events were treated/resolved. Patient outcome is known. Further information is not available.